Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that the blue sheathing on the gentle cathglide "was too long for her". She states ¿when she first stared using this product she was placing the blue sheath too far into her labia.¿ the end user "felt this caused her to have a urinary tract infection (uti)". She "began using the product on (B)(6) 2019 and developed a uti soon after that". She further reports to having a six to seven-year history of neurogenic bladder and self-catheterization, along with a history of urinary tract infections in the past. The end user was seen by a healthcare provider who confirmed a "positive urine specimen" and ordered a " seven (7) day course of cephalexin. Since then she realized she was not supposed to be doing that and has stopped that practice."